Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the battery. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the battery in a 980 ventilator was not charging. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Product analysis: a battery was returned to covidien/ medtronic¿s product analysis. When the returned component was installed into a test ventilator for analysis the ventilator would not accept power from this battery when disconnected from wall power and would not charge the battery when connected to wall power. An alternate direct current voltage out of range was found in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause was isolated to a short circuit in the battery. If information is provided in the future, a supplemental report will be issued.